Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was retained by the hospital and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device was difficult to remove. Fluoroscopy was performed which showed the proglide sheath had separated from the guide. An unsuccessful attempt was made to snare the sheath via the right common femoral artery. There was difficulty controlling the bleeding from the left common femoral artery. The patient was taken to surgery for removal of the proglide device. The foot of the proglide device had not retracted. A blood transfusion was given. Occlusion occurred in the left leg due to the issue with the proglide device. Hospitalization was extended. The aaa procedure was not performed. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided. Subsequently, user facility medwatch #mw5071167 was received stating: "perclose flap broke off and would not retract after deployed. Required surgical intervention to remove broken-off piece of device". No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to foot retraction problem; however, difficulty to remove, guide break, patient effects and the treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.